Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 330 mg/dl. The customer is experiencing the symptoms of tired, nausea, difficulty of breathing but currently dealing with bronchitis and copd, not being able to think clearly. The customer was treated with insulin pump. After troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer wants device replaced. The customer was advised that device would be replaced. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was advised to call when the alarm occurs in order to troubleshoot.